Event description:
Twice our permobile f3 malfunctioned leaving my daughter in a position with significant risk of asphyxiation. Permobile was zero help resolving the issue and referred me back to the dealer (B)(4) who told me everyone had an emergency and they couldn't help. I fought them and they did finally send out a tech. Both malfunctions were within 45 days of each other and the chair just hit 1 year old. I am afraid for my daughter's life in the chair. I'd also like to mention that each incident involved significant resources including paramedics, fire department, security, police, and 1 hospital stay. It's traumatic when it happens. I have pictures and documentation. Please look into it.